Event description:
It was reported, "at the end of the procedure during removal of coagulator from esu (electrosurgical unit) the end of hand piece was charred going into the adapter. No patient or staff injury. No charring on drapes or any other part of the surgical field/equipment. There was no surgical fire or indications of one; but the concern is that the event could have resulted in a surgical fire. Their alarm on unit did not sound or go off."

Manufacturer narrative:
This complaint was discovered on the receipt of medwatch report number (B)(4) from the FDA on (B)(4) 2013. The device is stated as available for evaluation. Conmed is attempting to reach the medwatch initial reporter to inquire about return of the suspect device to conmed corporation for a quality engineering evaluation. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device not returned to conmed corp.

Manufacturer narrative:
The device in question, the suction coagulator, foot control, 10 french, 6" (152mm), monopolar, single use; sterile, is designed to provide coagulation therapeutic energy to tissue, and, suction to aspirate blood, coagulum and small bits of tissue debris from the surgical site. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 12mhl002 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The complaint device is being held by the end-user facility risk management department and was not made available for evaluation. Digital pictures of the "charred end" were sent to conmed to assist in our evaluation. Pictures of the complaint product were provided by the end-user for the review. The pin/wire connection area (device to esu connection) was observed with the insulation charred. The complaint failure mode was confirmed based on the pictures provided by the end-user. There could be multiple of possible causes either manufacturing or user related issues could cause the complaint failure mode. Improperly crimped wire during manufacturing could cause arcing during use of the device. In process inspection & visual checks were done to ensure proper manufacturing of the devices. No discrepancies were observed with manufacturing documents during the review. Thus, any device defects should be detectable prior to packaging. It is highly unlikely that product was shipped to the customer in the damaged condition. Other possible cause of the failure mode could be damage to the wire/pin connection after the manufacturing during storage or customer use. Also, a loose connection of the suction coagulator cable and adaptor/esu machine could cause arcing during utilization. The valley lab force fx esu was used during the procedure which requires a reusable adaptor to connect the suction coagulator cable to the foot pedal input connection. A spring based, or, a manual "screw-down" adaptor is used to enable the suction coagulator cable to be connected to the foot pedal input connection. Worn out threads on the screw-down adaptor, or, a worn out spring on the adaptor could result in a loose connection between cable and the adaptor which could cause arcing during utilization. In addition, an over-tightened cable in the screw-down type adaptor could cause damage to the crimp area and the wire which could also result in arcing during utilization. The condition of the adaptor & valley lab esu used during the procedure is unknown. The suction coagulator IFU, instructions for use, specifies, "inspect and test each device before use.... These devices should be inspected before each use and should not be used if damage is found. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; broken or significantly bent connector contacts". Thus, any pin damage should be detectable prior to the utilization of the device. Possible cause of the failure mode could be a loose connection between the cable and esu, or, damage to the suction coagulator cable. No root causes can be confirmed without examination of the actual suspect product; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. Not returned - held by risk management.